Manufacturer narrative:
The t:slim x2 basal iq user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was 534 mg/dl. Customer changed supplies to address elevated bg. Customer also reported using apidra insulin. Tandem customer technical support informed customer that apidra is off-label per the user guide.